Manufacturer narrative:
Reporter is a synthes employee. Part # 314.467, synthes lot # 6413841, supplier lot # 6413841, release to warehouse date: 15 sep 2010, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver shaft t8 105 mm (p/n: 314.467, lot # 6413841) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was twisted and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is not consistent with the complaint condition thus the overall complaint was not confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instruments it was noticed that the two (2) stardrive screwdriver shafts were damaged. The tips of these t8 drivers are stripped and are unable to be used. There was no patient involvement. This report is for one stardrive screwdriver shaft t8 105mm. This is report 2 of 2 for (B)(4).